Event description:
During routine cataract surgery, after deploying the johnson&johnson pre-loaded lens, damage was noted on the lens implant. The surgeons were able to remove this lens and implant a new lens of the same power without difficulty. All parts of the damaged lens were removed to be sent back to the manufacturer.